Manufacturer narrative:
Device evaluated by MFR: the returned device was found to have a detached portion of the polymer jacket at 183.5cm distal of the proximal end. A portion of approximately 1cm of the polymer jacket was not returned for analysis. The device has kinks in the body of the guidewire located approximately at 6cm and 93cm from the proximal end. Dimensional inspections were performed on the outer diameter of the distal, medium and proximal sections. The overall length measurement is out of specification due to detachment of the polymer jacket. The distal outer diameter inspection could not be performed due to device condition of the polymer jacket detachment. The medium and proximal outer diameter dimensions were within specification.

Event description:
It was reported that the tip detached. A pt2 guidewire was selected for use in recanalization attempt of a partially occluded posterior tibial artery. The target lesion was severely stenosed and highly calcified. During the procedure approximately 1.5cm of the pt2 guidewire distal tip detached into an 18mm angled navicross catheter. The end of the wire remained in the artery in a non-perfused segment. The recanalization of this artery was not successful. However the procedure was completed successfully. No additional adverse events were reported. It was further reported that the patient did not experience any symptoms during the procedure. The end of the guidewire is located in a side branch of the arteria tibialis posterior.

Event description:
It was reported that the tip detached. A pt2 guidewire was selected for use in recanalization attempt of a partially occluded posterior tibial artery. The target lesion was severely stenosed and highly calcified. During the procedure approximately 1.5cm of the pt2 guidewire distal tip detached into an 18mm angled navicross catheter. The end of the wire remained in the artery in a non-perfused segment. The recanalization of this artery was not successful. However the procedure was completed successfully. No additional adverse events were reported. It was further reported that the patient did not experience any symptoms during the procedure.the end of the guidewire is located in a side branch of the arteria tibialis posterior.

Event description:
It was reported that the tip detached. A pt2 guidewire was selected for use in recanalization attempt of a partially occluded posterior tibial artery. The target lesion was severely stenosed and highly calcified. During the procedure approximately 1.5cm of the pt2 guidewire distal tip detached into an 18mm angled navicross catheter. The end of the wire remained in the artery in a non-perfused segment. The recanalization of this artery was not successful. However the procedure was completed successfully. No additional adverse events were reported.